Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc) during dwell three of five. The hp stated that the supply bag had become disconnected. The technical service representative (tsr) had the hp close the clamps and cycle the power on the hc to clear the alarm. The tsr had the hp disconnect using aseptic technique and remove the cassette. The hp was instructed to end therapy. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.